Manufacturer narrative:
The UDI number for the explanted leads are not available since this product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that patients spinal cord stimulator (scs) device causes a lot of pain and patient was not able to get enough pain relief. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed. The explanted product will not be return. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2138700, model: sc-2138-70, serial: (B)(6), batch: a37554, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2138700, model: sc-2138-70, serial: (B)(6), batch: a39595, UDI: (B)(4), product family: scs-linear leads, upn: m365sc2138500, model: sc-2138-50, serial: (B)(6), batch: a35196, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2138500, model: sc-2138-50, serial: (B)(6), batch: a35577, UDI: (B)(4).

Event description:
It was reported that patients spinal cord stimulator (scs) device causes a lot of pain and patient was not able to get enough pain relief. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed. The explanted product will not be return. No further information has been obtained despite good faith efforts.